Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented for routine follow up. An error message stating that abnormal application exit detected, continued operation not possible during attempted interrogation. Technical services discussed saving a device image and then reloading firmware.